Event description:
It was reported that the patient¿s spouse called because the patient¿s blood glucose levels had risen to 258 mg/dl and were trending upward. The spouse noted that the infusion site used was in a more muscular area rather than a fatty area, which may have affected absorption. The agent recommended relocating the infusion site to a spot with better absorption. The spouse confirmed they would change the site and monitor the patient¿s glucose levels overnight until they returned to range. The spouse completed the blood glucose questionnaire on behalf of the patient. The patient¿s highest reading during the event was 258 mg/dl, and elevated levels persisted for approximately 1 to 2 hours. The patient did not use back-up therapy, did not test for ketones, had not received steroid injections, and did not require professional medical intervention or other assistance. No immediate health effects were reported, and insulin was not suspended through the device. The agent advised the spouse to call back if any further issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.